Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 had failed and required maintenance. The technical support specialist (tss) found that drawer 5 had failed and required maintenance. Initial troubleshooting steps, including rebooting, unplug and plugin the power cable, and inspecting the back door, were unsuccessful in resolving the issue. Following shn guidelines, no service orders were opened, instead, a case was initiated, and the biomed department was contacted via email with all necessary details. Since biomed does not have access to platforms like axeda or cmft, relevant information was shared directly. The issue was later confirmed as resolved, with no further problems reported, and the case was closed. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 was failed and required maintenance. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 was failed and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.